Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a CABG and aortic valve replacement where this 25 mm sjm trifecta valve was implanted on (B)(6) 2010. On (B)(6) 2010, the patient had a possible neurological event. A CT on (B)(6) 2010 showed two hypodense areas and the patient was treated with ascal. The site related this event as possibly procedure related but not device related. The patient was reported to be stable. Clinical has provided all available information and additional details are not anticipated.